Event description:
Customer called reporting his insulin pump was exposed to moisture. Customer's blood glucose is 250 mg/dl. He said he went swimming and left the device in his pocket. There is fluid under the lcd display. The device was not dropped. There are no cracks or other issues with the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.